Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. The lens was returned in a lens case/vial. Visual inspection found the lens haptic broken and foreign material on lens surface (fibers). (B)(4). No similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.0/92 diopter, into the patient's right eye (od) and the lens tore/broke before injection into the eye. The lens was not implanted.